Event description:
A coronary stent was sucessfully deployed at the target lesion site in the pt's right coronary artery. Prior to discharge from the cardiac cath lab, the pt had a cardiac arrest and subsequently expired. The physician attributed the death to coronary occlusion at an unk location. Therefore, the role of the stent and the stenting procedure remains unclear in the event.